Event description:
It was reported that on (B)(6) 2018, the patient had his ams800 artificial urinary sphincter (aus) device replaced. The reason for the revision surgery was not provided. A new aus device consisting of a 4.5cm cuff, 61cm prb and control pump was implanted at the (B)(6) 2018 revision surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.